Manufacturer narrative:
Device discarded at user facility.

Event description:
It was reported that the revolution cement mixing system was being used in a procedure when the cement leaked around the cartridge top and the femoral tip attached to the cartridge. When attempting to transfer the cement, the pressure forced it out the sides. A back up device was used to complete the procedure with a delay of 10-15 minutes, resulting in additional anesthesia being administered to the patient. There were no other patient or user injuries, or adverse consequences.